Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received discrepant results for glucose, sodium and potassium after repeating patient samples that had originally been tested and reported out on (B)(6) 2010 and during the overnight shift on (B)(6) 2010. User said a total of 34 patient samples were affected, but could not provide repeat results for 11 of these plasma samples as they were outside the sample stability claim of 24 hours as documented in the glucose package insert. Sample type is plasma drawn in lithium heparin sample tubes. Repeat testing was performed on a integra 400 plus at the site on (B)(6) 2010. Of the data provided, results for 23 samples were discrepant. Sample 1, initial glucose gave 321 mg/dl accompanied by a data flag. Repeat gave 189 mg/dl and this corrected result was called to the nurse. User said the patient was diagnosed with hypernatremia, but did not believe any treatment was undertaken, due to the normal repeat result. Samples 2 through 23 were initially tested and reported out on (B)(6) 2010. Sample 2, male, (B)(6), initial glucose gave 13 mg/dl accompanied by a data flag. Repeat gave 142 mg/dl and this result was called and a corrected report issued. User said the doctor did not believe the initial result and did not treat. Sample 3, male, (B)(6), initial glucose gave 25 mg/dl accompanied by a data flag. Repeat gave 147 mg/dl and this corrected result was called to the doctor. No patient demographics were provided for patient samples 4 through 23. Sample 4, initial glucose gave 247; repeat gave 58 mg/dl sample 5, initial glucose gave 258; repeat gave 47 mg/dl. Sample 6, initial glucose gave 233; repeat gave 64 mg/dl. Sample 7, initial glucose gave 324; repeat gave 78 mg/dl. Sample 8, initial glucose gave 238; repeat gave 80 mg/dl. Sample 9, initial glucose gave 311; repeat gave 78 mg/dl. Sample 10, initial glucose gave 457; repeat gave 247 mg/dl. Sample 11, initial glucose gave 244; repeat gave 76 mg/dl. Sample 12, initial sodium gave 146; repeat gave 134 mmol/l. Initial glucose gave 276; repeat gave 124 mg/dl. Sample 13, initial glucose gave 274; repeat gave 112 mg/dl. Sample 14, initial potassium gave 2.9; repeat gave 3.8 mmol/l. Sample 15, initial glucose gave 252; repeat gave 99 mg/dl. Sample 16, initial glucose gave 245; repeat gave 88 mg/dl. Sample 17, initial glucose gave 440; repeat gave 316 mg/dl. Sample 18, initial glucose gave 52; repeat gave 81 mg/dl. Sample 19, initial glucose gave 321; repeat gave 183 mg/dl. Sample 20, initial potassium gave 2.8; repeat gave 3.7 mmol/l. Initial glucose gave 242; repeat gave 94 mg/dl. Sample 21, initial glucose gave 258; repeat gave 106 mg/dl. Sample 22, initial glucose gave 246; repeat gave 92 mg/dl. Sample 23, initial glucose gave 314; repeat gave 147 mg/dl. Repeat results for these patient samples were the corrected results. Patients were not adversely affected. The field service representative found the cause may have been a clot or some obstruction the customer had cleared from the rinse mechanism nozzle prior to his arrival at the site. The customer also replaced the lamp. The field service representative cleaned the cuvettes and performed mechanism check to verify rinse mechanism operation. All fluids and vacuum working properly and ise check was acceptable. To verify analyzer performance a precision study was run for glucose, ises and other tests with results within specification.